Manufacturer narrative:
Correction: this complaint has already been captured under the bd2 trackwise system with complaint number inf-int(B)(4) (pr347685), therefore this additional erroneous submission should be disregarded. H3 other text : see h.10

Event description:
It was reported that 2 2.5ml luer slip syringes without needle experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: 2 syringes were found split in their sterile packaging.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 2.5ml luer slip syringes without needle experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: 2 syringes were found split in their sterile packaging.